Event description:
Used bio true contact solution exp 02/2016 lot gb14106 3235802 bl401413:002 and a fresh pair of bausch and lomb pure vision 2 contacts lot r38535514 exp 08/2016 and within 2 hours started to have blurry vision. Immediately went to eye doctor ophthalmologist and e.r. And then cornea specialist. Diagnosed with corneal edema and worsening corneal abrasion on right eye. Was essentially blind in both eyes for 4 days. Two contacts, q 30 day. Reason for use: presbyopia. Event abated after use stopped: yes.